Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort, and elevated metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient seeking legal action. Authorization to provide asr explanted components to depuy and implant operative report and sticker sheet received from patient's legal counsel. Update 12/20/2013 - litigation papers received. Litigation alleges pain, discomfort, and elevated metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: 01/08/14. Update rec'd 2 may 2014 - sales rep name and number, surgeon's name, hospital name, dor, activity level, brand name, construct type, common name, PMA/510k number, relevant test/lab data, comorbidities, event date. Hospital listed as (B)(6) hospital.

Event description:
Patient seeking legal action. Authorization to provide asr explanted components to depuy and implant operative report and sticker sheet received from patient's legal counsel.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.